Manufacturer narrative:
The cause for the discordant advia centaur xp testosterone result is unknown. Customer confirmed that there were no system errors. Additional patient sample results have been requested from the customer. No conclusion can be drawn. The instrument is performing within specification.

Event description:
Low advia centaur xp testosterone test results were obtained on several patient samples and considered discordant when compared with repeat patient sample test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp testosterone result.